Manufacturer narrative:
Information contained in this report has previously been submitted via psr. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified fold creases and one extended opening. A weight test of the device was verified and the device is underweight. A microscopic analysis was performed which identified an opening extended found with the following conditions: smooth edge on radius/posterior due to smooth opening and crease sharp/crease smooth on posterior assessed as fold flaw opening, stress marks and wear abrasion.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.